Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer's field service engineer provided remote troubleshooting to the customer. During the remote troubleshooting with the manufacturer's field service engineer, the customer realized there was an issue with the test setup. The test setup was corrected and the device passed testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device failed leak testing during performance verification testing. There was not patient involvement.